Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection and aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with stable angina. The index procedure was to treat a lesion located in the mid left anterior descending (lad) artery. Predilatation was performed with a 3.5mm balloon with residual stenosis less than 40%. A 3.5x28 mm absorb scaffold was implanted and post-dilatation was performed with a 4.0mm nc balloon. Residual stenosis was less than 10%. Angiography showed a possible small distal dissection; however, no treatment was performed. Approximately 2 years later, the patient came back to the cath lab for treatment of another lesion and it was noted that there was an aneurysm in the mid to distal area of the absorb scaffold. The patient was asymptomatic with regards to the aneurysm and no treatment was performed. Optical coherence tomography was performed and the artery measured 5.0mm. The patient is ok. No additional information was provided.